Manufacturer narrative:
B3: date of event estimated at (B)(6) 2001. This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article title: "percutaneous repair of abdominal aortic aneurysms using the aneurx stent graft and the percutaneous vascular surgery device"na - attachment: [cn-035703 article]

Manufacturer narrative:
Date of event estimated at (B)(6) 2001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: "percutaneous repair of abdominal aortic aneurysms using the aneurx stent graft and the percutaneous vascular surgery device."

Event description:
It was reported through a research article identifying prostar xl that may be related to the following: inadequate hemostasis and suture entrapment with wire, which may result in surgical repair, manual compression or additional intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled: percutaneous repair of abdominal aortic aneurysms using the aneurx stent graft and the percutaneous vascular surgery device".